Manufacturer narrative:
Failure analysis on the returned gas delivery system found that the defective u1 created the low leak-co2 rebreathing risk.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing. The customer reported there was no patient involvement.